Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va137pc, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# va1chv6, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor, movement disorders, parkinson's dual, and dystonia. It was reported that the patient had a bilateral lead replacement due to not getting adequate therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va137pc, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot#: va1chv6, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that prior to the lead replacement surgery the hcp had tried several different programming parameters, but nothing seemed to help the patient. The rep clarified that the reprogramming would not make the patient's tremors go away. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the patient was receiving therapy.